Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 concurrently with anterior colporrhaphy, mid-urethral sling, and cystoscopy in order to treat genuine stress urinary incontinence, urgency and frequency syndrome, mixed incontinence, urethral rigidity, and 2nd degree cystocele. It was reported that the patient underwent removal of mesh on (B)(6) 2006, approximately 2010, approximately (B)(6) 2012. It was reported that the patient underwent urethrolysis on (B)(6) 2006. It was reported that the patient underwent a back implant in 2008, a bladder suspension surgery in 2009, and a laparoscopic surgery in 2010. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.